Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis in a male (age not reported) coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag (doses, frequencies, lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following information. On an unreported date, the patient was hospitalized. The nurse reported the following information. On an unreported date, the patient was hospitalized for peritonitis. The cause of the peritonitis and if a peritoneal effluent culture was performed was not reported. Treatment provided was not reported. On an unreported date, dianeal therapy was withdrawn. At the time of this report, the patient was recovering from the event. Per the nurse the peritonitis was not related to the dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause is undetermined.